Event description:
It was reported that a scheduled transmission review for this system showed noise on the atrial channel that was oversensed and resulted in inappropriately stored atrial tachycardia response (atr) episodes. Additionally, variable atrial pacing impedance measurements were noted ranging from 1028 ohms to 1613 ohms. Other lead measurements were satisfactory. A boston scientific technical services consultant documented the clinical observations. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.